Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using the intellis recharger for a pain stimulation implantable pulse generator experienced multiple issues while attempting to charge the implanted neurostimulator. The controller was not recognizing the recharger, and there was a delay in the controller recognizing the device. The patient reported that the recharger became hot during charging and that the paddle also became hot after a while. A "no device found" message was displayed, and all three numbers were at 0 in passive recharge mode. The charging quality fluctuated from good/excellent to good very quickly. The patient stated that the issue began approximately two weeks prior and that the implant is recharged every two weeks. Troubleshooting steps included removing and re-inserting the battery pack, after which the controller powered on. The patient was able to start charging with good/excellent quality, but the issue persisted, and the problem was not resolved. A request was sent to the repair department to replace the recharger. It was unknown I f there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n [(B)(6)], revealed. Analysis found:no device found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.